Manufacturer narrative:
The system technical performance was reviewed; no technical issues were found. No system malfunction occurred.

Event description:
On 19-dec-2018, insightec was informed, by the site of (B)(6) hospital, that in several exablate neuro treatments for patients suffering from tremor, patients have experienced ataxia after the treatment. No other clinical information was shared, including not whether ataxia was transient or permanent, nor the time it was observed or diagnosed post treatment. The site later shared the dates of the 8 treatments in which ataxia was observed and were not reported to the company earlier.